Event description:
Customer reported that vaccine leaked out of the vanish point syringe where it attaches to the needle.

Manufacturer narrative:
Mckesson medical-surgical, inc. Is the assembler of convenience kits that may contain vanishpoint syringes. Product identification other than the manufacturer was unable to be provided by the customer, and therefore, it is not possible to determine if the defective component(s) originated from a convenience kit supplied by mckesson medical-surgical, inc. The lack of information also impacts being able to provide specific information of this report. We have notified (B)(6) of this complaint for their awareness.